Event description:
It was initially reported that the physician that her handheld was no longer holding a charge. The physician has had the handheld for a number of years and would like a replacement. The issue began a couple months before the initial report. The handheld was plugged in to the wall and still would not hold a charge. The battery was not swollen and is stored at normal office temperatures in a cabinet. Good faith attempts for product return have been unsuccessful to date.